Event description:
It was reported, that patient's right ventricular (rv) lead exhibited loss of capture, r wave amplitude variation, low pacing impedance. Cardiac perforation was noted form computed tomography and fluoroscopy. The elad was explanted and replaced. The patient was stable.